Event description:
It was reported that the patient presented with shortness of breath. Computed tomography (CT) scan performed revealed that the patient's atrial lead had perforated the pericardium, resulting in pericardial effusion. It was elected to reposition the lead. During the lead repositioning, it was noted that the atrial lead exhibited high capture threshold. Blood was also noted inside the lumen of the lead. The lead was successfully repositioned on (B)(6) 2023. The patient was stable.